Event description:
It was reported that while they were putting balloon pump on a patient, the cs300 intra-aortic balloon pump (iabp) had a broken IV pole. No patient harm reported. Related to record#: (B)(4).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and found IV pole missing and pole mount broken. The fse replaced the IV pole and the pole mount. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).